Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 300cc gel breast prosthesis, cat. #3507300bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with mentor memorygel breast implant 300cc gel breast prostheses developed left side baker grade iii/IV capsular contracture, drainage from breast with no infection, and left side device rupture. The capsular contracture in the left breast caused displacement of the implant creating downward chronic pressure that caused scar to widen and skin to thin out. In addition, it was reported that the left side implant had gel bleed and was very sticky on the outside. The patient also has right side baker grade ii capsular contracture. The patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2018. It was reported that only the left explanted breast prosthesis will be returned to mentor. This medwatch form is for the right breast prosthesis.